Manufacturer narrative:
All available patient information has been included. No additional patient details are available the field service representative (fsr) performed a site visit, inspected the instrument, and observed r1a probe joint tubing was kinked. The fsr replaced the r1a probe tubing to resolve the issue and no result issues have been reported since the tubing was replaced. The kinked r1a probe joint tubing was determined to be the likely cause for the issue. A review of the analyzer service history revealed no additional service tickets associated with discrepant/erratic results, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending for the r1a probe tubing did not identify any trends. A review of the clinical chemistry systems tracking, and trending did not identify any trends for the discrepant result described in the complaint issue. Based on the investigation no systemic issue or deficiency of the architect c16000 processing module or the r1a probe tubing, was identified.

Event description:
The customer stated that falsely elevated architect calcium results were generated for two patients. Patient 1: 3.08, 3.06, 3.54, 3.43 and 2.36 mmol/l. Patient 2: 3.07, 3.20, 3.68, 2.69 and 2.45 mmol/l. No adverse impact to patient management was reported.